Event description:
The mother of the patient reports spirit combo insulin pump buttons are non-functional. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.